Event description:
Proxy biomedical was notified on (B)(6) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on (B)(6) 2013 regarding a polyform product from a pt's legal representative. The complaint stated that following implant of the polyform mesh the pt suffered serious an injury. The date of implant of the mesh is (B)(6) 2010. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated te pt is dr. (B)(6). The implant involved in this complaint is a ployform synthetic mesh - lot number is unk.

Manufacturer narrative:
Result code - device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).